Manufacturer narrative:
Corrected data: b5-the reporter indicated that the surgeon implanted a toric implantable collamer lens into the patient's right eye (od). The patient experienced a lens rotation and repositioning. Reportedly "implantation of bilateral toric icl in (B)(6) 2022, lens has rotated 3 times after repositioning". It was also reported that "they are questioning an exchange to a bigger size". The lens remains implanted. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a toric implantable collamer lens rotated. The lens was repositioned and the lens rotated again. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.